Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Took over two hours to remove the tampon [foreign body in reproductive tract] string popped off tampon [device breakage]. String popped off tampon as I was going to change it... Took me over two hours to remove the tampon [complication of device removal]. Case description: consumer sent e-mail stating the string popped off the tampon as she was going to change it. No serious injury was reported.